Manufacturer narrative:
The returned driver was evaluated. Inspection of the fractured surface shows that the origin of the failure was linked to the application of a static torsional stress, in clockwise rotation, higher than the mechanical resistance of the material. The torque limiting handle which was used with this driver was not returned for evaluation, so it cannot be determined if the torque handle contributed to this event. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a final driver broke off during surgery. The procedure was completed using an alternative screw driver. There were no reports of patient impacts associated with this event.